Event description:
The customer reported via phone call indicating that the insulin pump alarm calibration error. Customer's blood glucose was unknown mg/dl. The customer stated that alarm didn't occur shortly after performing a find lost sensor. Customer is experiencing intermittent calibration error alerts. The customer was advised that sensor may be malfunctioning. The customer was advised to change site. The customer was advised that we would replaced the sensor and agreed to return the use product.

Manufacturer narrative:
Evaluated one opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.